Event description:
Received a false negative covid 19 result with the quickvue at-home otc covid-19 test. The patient received a positive result on a different brand lateral flow test two hours later. FDA safety report ID# (B)(4).